Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The coin battery to the (generator interface pcb) gib was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited errors resulting in the device locking up. System functionality was recovered following a reboot. No pt serious injury or death was related to this event.